Manufacturer narrative:
Product was received and analyzed analysis confirmed customer's complaint of the white cloth detaching from the blue foam. A red stain and product deformation were also noted. Due to many unknown factors, we were unable to determine if the root cause is related to failure of the materials, caretaker's use in securing the straps, or the manufacturing process. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The instructions for use state "inspect before each use: check for broken stitches or parts; or torn, cut or frayed material; do not use soiled or damaged products." Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional information.

Manufacturer narrative:
Product has been received but evaluation of the device was not completed at the time of this report. This report is based solely on the information provided by the customer. An investigation of similar event found 2 other complaints where the product broke while in use with a patient. No root cause could be determine and there was no serious injury reported in either cases. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported that on (B)(6), the cloth detached after product was in use for one week. Customer stated the product had been in use with the same patient for one week when the cloth detached during use. The tracheotomy tube remained in place and no medical intervention or treatment was provided.